Manufacturer narrative:
The philips field service engineer evaluated the device. The symptom was verified. The therapy pca was replaced which resolved the reported issue.

Event description:
The customer reported getting a pacer failure during testing.